Manufacturer narrative:
Concomitant medical products: bbraun 24g peripheral IV catheter, the introcan. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported fluid leaking after spontaneous disconnection between an extension set and the patient&#38112;peripheral IV catheter. There is no report of patient harm.